Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 3 years and 9 months post implant of a 29mm sapien 3 within a freestyle surgical valve, the valve failed with paravalvular leakage (pvl) and appeared to have migrated ventricular within the surgical valve. A new 29mm sapien 3 valve was successfully implanted with no pvl or significant gradient noted post valve deployment.

Manufacturer narrative:
The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak and migration were unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, "approximately 3 years and 9 months post implant of a 29mm sapien 3 within a freestyle surgical valve, the valve failed with paravalvular leakage (pvl) and appeared to have migrated ventricular within the surgical valve". Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus (noted that freestyle surgical valve was a physiologic stent less valve, which was similar to native valve). Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. Others may be more clinically significant and require intervention. The mechanism behind late thv migration is not well understood but may be related to cardiac remodeling. In this case, available information suggests that patient factors (thv migration) may have contributed to the reported event. Valve migration would compromise the sealing between the thv and the landing zone and may lead to paravalvular leak. As such, however, based on the information provided, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU training deficiencies were identified for these reported. Therefore, no product risk assessment (pra) nor corrective or preventive actions are required for these events.